Event description:
Event description guidant/crm received information that this patient was in a car accident, which they believed caused some damage to the patient's lead. The impedance was >2000 ohms and a loss of capture was detected after the accident. The rate sensing portion of the lead was capped, the high voltage portion remains active and a new rate sensing lead was added to the patient's system.